Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the circumflex artery. During introduction of a 3.00 x 28 synergy ii drug-eluting stent, the shaft broke approximately halfway down the hypotube outside the patient's body. The device was completely removed from the patient's body and the procedure was completed with another 3.00 x 28 synergy ii drug-eluting stent. No patient complications were reported and the patient's status was fine.